Event description:
The customer reported the system is displaying a tomo pin error when attempting to move the x-ray arm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the s12 sense switch. System operates as intended. (B) (4)